Manufacturer narrative:
Concomitant medical products: model: 4473, competitor lead; implanted: (B)(6) 2007.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited elevated/rising thresholds. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.